Manufacturer narrative:
Product event summary: manufacturer's analysis found that the small display screen of the external pulse generator (epg) was defective; the leakage current of the lock screen was greater than the upper standard limit. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned for testing, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.